Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this pacemaker was in chronic atrial fibrillation (af). Moreover, the minute ventilation (mv) sensor was deactivated and it was noted that the device had increased in power consumption. Further, an engineering analysis was performed in which result showed that the device had high atrial rate sensing, signal artifact monitoring (sam) was installed and right ventricular (rv) output was programmed high in which all of this could have contributed in increase in power consumption. Hence, device reprogramming options were recommended. To date, the device remains in service. No adverse patient effects were reported.